Event description:
It was reported that during patient's regularly scheduled clinic interrogation, noise reversion episodes were noted. During an unrelated device change out, physician chose to cap and implanted a new rv lead. Patient was asymptomatic before and after the change out.